Event description:
It was reported that during device upgrade, fluoroscopy found lead insulation abrasion with externalized conductors. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported insulation break could not be verified in the laboratory. Without the return of the entire lead, a full analysis could not be performed. Visual inspection of the returned portion of the lead revealed no anomaly.